Event description:
The pt reportedly experienced poor speech production and sound quality issues. External equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted.